Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior thora columbar fusion for scoliosis correction spinal therapy. It was reported that the set screw stripped, creating metal shavings during implantation in reduction tulip heads. Additionally, there was an instrument or implant break during the procedure and no broken fragments left inside the patient. There were no patient symptoms or complications reported as a result of this event. No treatment or additional surgery was performed. Additional information was received via manufacturer representative that event happened during normal use of the product and no suspected manufacturing issue.